Event description:
It is reported that the product was opened and missing a screw in stem junction. Doctor implanted the femoral component with no objection and no issues in 2008. Product did not have white plastic cover over stem junction.

Manufacturer narrative:
Evaluation summary: the complaint lot was manufactured prior to the retainer cap being included and was not required at the time the related lot was manufactured. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify of identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.